Manufacturer narrative:
Zoll medical corp has evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The color cable was replaced as precaution and the device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device display was distorted with vertical lines. Complainant indicated that there was no patient involvement in the reported malfunction.